Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer also stated that the reservoir tube lip compartment has damaged. Troubleshooting was performed for damage and noticed the reservoir did fall off and did not screw in properly. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with broken reservoir tube lip and missing reservoir tube o ring. The p-cap locks into the reservoir compartment properly noted. (B)(4).